Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the trocar ring located on the flapper valve dislodged and came out of the trocar when surgeon was removing a laparoscopic lap pad. The gasket did not fall into the pt. The trocar was leakig so it was replaced with a new 511sd. There was no consequence to the pt.